Event description:
On 03/17/2025, the customer's son reached out to acorn stairlifts, inc. He inquired about the possibility of removing the charge station above the hinge, allowing the stairlift to be parked and charged at the bottom of the folding hinge. His goal was for his mother to be able to leave the stairlift at the bottom when she was downstairs. He then explained the reasoning behind his request for the modification. At this point, acorn became aware of an incident in which the user was injured. The customer's son mentioned that his mother had fallen from the third step. He explained that she sometimes chose not to bring the stairlift down and would instead climb the stairs. A few weeks prior, the customer was carrying laundry up the stairs and attempted to get into the stairlift from the third step. She lost her balance and fell, resulting in a head laceration that required medical attention.